Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(6) of a dehp administration set where it is difficult to disconnect the male luer from the catheter set without breaking the luer connection. This reported condition occurred during patient-use. There was no patient injury involved. No additional information is available.